Manufacturer narrative:
The stellar device was returned to resmed for an investigation. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. (B)(4).

Event description:
It was reported to resmed that a stellar device alarmed, the patient was admitted to the hospital and expired six days later due to carbon dioxide poisoning.

Manufacturer narrative:
The device is currently being returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. It was reported the patient had two stellar devices with serial numbers (B)(4) and sn (B)(4). It is unknown which device was in use on the patient at the time of the reported event, therefore, two medwatch reports have been filed for the same event. (B)(4). Per the stellar user guide, the stellar is not a life support ventilator. The stellar is contraindicated in patients who are unable to endure more than brief interruptions in ventilation. (B)(4). Device received, pending evaluation.

Event description:
It was reported to resmed that a stellar device alarmed, the patient was admitted to the hospital and expired six days later due to carbon dioxide poisoning.